Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a infuso.r. Pump which will not deliver was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported an infuso.r. Pump which will not deliver. According to the facility, it is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.